Manufacturer narrative:
The primary console is not a single use device. The age of the device is unknown. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a centrimag extracorporeal circulatory support system on an unspecified date. It was reported that on (B)(6) 2019, the console went blank while still in use on the patient. The monitor still read 3000 rpm but did not read any flow on the flow probe. The speed had been 5000 rpm and dropped to 3000 rpm without any actions from the operators. An emergency pump exchange was performed. When this was done, the original primary console was noted to be functional again. No further information was provided.

Manufacturer narrative:
Section d10, h3: additional information. Manufacturer's investigation conclusions: the reported event of a blank display and a speed drop was confirmed via the log file. The centrimag 2nd generation primary console (serial #: (B)(6)) was returned for analysis and was investigated. A log file was downloaded from the console for review. A review of the downloaded log file showed an ifd-shutdown (display dark) sub fault active on 07jan19 at 17:48. The sub fault triggered a ¿system alert: s3¿ and a ¿set pump speed not reached: m5¿alarms. The speed dropped from 5000 rpm (flow of 5.4lpm) to 3270 rpm with 0 lpm of flow displayed. A further investigation on the returned devices was performed by the r&d department. It was found that there were no faults found with the returned console and it operated as intended. As a result, the reported event could not be correlated to a console related issue. Although the reported event could not be reproduced, reports of similar events have been documented and corrective action had been initiated to investigate the issue further. The investigation has determined that the issue is not related to a 2nd generation primary console related issue. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.